Event description:
The customer reporting during an endoscopic retrograde cholangiopancreatography (ercp)/ esophagogastroduodenoscopy (egd) using an evis exera iii duodenovideoscope with a single use distal cover, mucous was found behind the distal cover upon removal. There were no adverse effects to the patient and no treatment/intervention was required as a result of this occurrence. The patient¿s current condition is reported as ¿within normal limits¿. There was no abnormality in the appearance of the scope/distal cover before or after the procedure. The lot number for the maj-2315 used in the case is not available. No images can be provided to aid in the investigation. The physician stated that he does normally use continuous suction while retracting the scope. The olympus territory manager went onsite and observed the physician perform another procedure. During this procedure, the physician did not use continuous suction upon withdrawal of the scope, and no mucosa was found in the pre-cleaning water. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred because the user withdrew the scope immediately after stopping operating suction. This may occur even when the cover is not cracked, and the user does not operate suction while withdrawing the scope. Furthermore, per CAPA no. (B)(4), mucosa would be sucked into the distal cover and keep being sucked for a few seconds after the user stops operating suction while the opening space of the scope¿s distal end is close to a mucosal surface. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use: examples of inappropriate handling: precautions: take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: only apply suction when the endoscope is stationary. / after releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated.¿ olympus will continue to monitor field performance for this device.